Manufacturer narrative:
Device was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad of the insulin pump was not responding. Customer stated that numbers were not ramping on their own, and there was no response from any button. The customer was unable to clear the stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.